Event description:
It was reported that the patient's pump was alarming for no disposable. The alarm was silenced, the settings were reviewed and the pump was started and continued to run. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.